Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise, oversensing, and pacing inhibition. No asystole was noted. A surgical revision was performed, and insulation damage was observed. The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.